Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction internal fixation with the drill bit and the drill sleeve for the distal ulna. The drill sleeve was attached to the plate. During drilling, the drill bit got stuck in the side window of the drill sleeve. The tip of the drill bit has already achieved to the bone, so that the part of the drill bit was cut off. There were no fragments in the body. The surgery was completed successfully within 30 minutes delay. No further information is available. During manufacturer's preliminary review of the received devices, it was identified that an unknown drill bit was also received as broken and unable to disassemble from the drill sleeve. This report is for one (1) unknown drill bit. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. E3: reporter is a j&j sales representative. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that unk - drill bits: trauma was broken from the threaded tip. The broken fragment was not returned for examination. Additionally, the drill bit was stuck inside the mating device (lcp drill sleeve 2 w/scal f/drill bits ø). No other issues were found. A dimensional inspection for the unk - drill bits: trauma was not performed as is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - drill bits: trauma would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.